Event description:
It was reported that the 6947 lead was returned with no information. Subsequent follow-up with a clinician indicated that the 6947 lead was replaced as the helix mechanism would not deploy. In addition, they reported that the 4076 atrial lead was repositioned, as it had become dislodged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with a tip seal observation. It was noted that there was blood in on the helix/lobe mechanism and the helix was disengaged from the helical channel. The helix will not extend due to being over retracted.